Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No audio / beep anomalies were note during testing. Device received with all buttons functioning properly. No unexpected noise from button keypad was noted. Motor communication error and hardware low levels alarm confirmed in pump history with a variable, problem isolated to keypad assembly. Device received with faded serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 63 alarm. It was also reported that insulin pump had a constant noise. Customer's blood glucose was unknown. Insulin pump would be replaced.